Event description:
It is reported that the liner became loose after the surgeon reduced the pt's hip. A new liner was opened and implanted.

Manufacturer narrative:
Returned for review is the liner. There are two deep gouges on the concave surface of the liner. There is also some deformation to two sections of the taper/locking mechanism and one of the inclined sides of the rim. It is likely that the damaged exhibited occurred during liner insertion/removal. It is unk if the liner had been completely seated prior to hip reduction; surgical technique instructs to palpate the shell. For elevated liners, the elevated portion could also be tested for stability within the shell. With the info provided, it is possible that the liner had not been fully seated in the first place, however, this cannot be stated conclusively. It is unk if any soft tissue had potentially prevented the liner from seating completely. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected.